Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements along with high pacing threshold measurements. Undersensing was also reported which delayed therapy. The device was explanted and the lead was surgically abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.